Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The user facility reported a complaint to customer service on 28-jun-2021 for a "no video image" that occurred in the united states involving pentax medical video colonoscope, model ec-3490li, serial number (B)(4). The user responded via email to a customer service good faith effort email request on 30-jun-2021 and the user stated that "no accessory was used during the procedure and there were no patient/user injuries or adverse events reported. The user stated there was a delay in the procedure, which required additional anesthesia, to switch out the scope to put in a new one." The customer owned endoscope was received by pentax medical for evaluation on 02-jul-2021. The colonoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to duplicate the user complaint but did document the following inspection findings on 08-jul-2021: pve electrical connector frame mild corrosion, lightguide prong cover glass set loose, passed dry leak test, passed wet leak test, insertion tube bump at end of root brace, air/ water socket cylinder o-ring chipped, suction tube mild resistance, fluid invasion not observed in control body. The device underwent replacements for the following components: o-rings and seals, pcb for ccd drive pb-free, electrical connector assy. Model ec-3490li, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 11-jun-2013. The endoscope was approval by final qc on 28-jul-2021 and is pending return to the user facility.